Manufacturer narrative:
(B)(4) -device breakage. Inspection of the product is not possible since no product is returned. A search showed no comments on work order (B)(4) and no other complaints rec'd on this lot #. Eval of this complaint is based on the description only. The filter was placed from jugular approach according to clarifying answer from the district manager. Based on the limited info wce is not able to determine the exact root cause for this incident. Wce will continue to monitor for similar events. Since no other complaint is rec'd on this lot number, nothing further is initiated at this time. Add'l info from the user facility report: cook celect vena cava filter, vena cava filter, (B)(4).

Event description:
Pt was undergoing a vena cava filter placement. The filter spontaneously deployed from its attachment device and did not go to the intended location. A snare was utilized but got caught in the filter legs and could not be freed and was cut with surgical wire cutters. On (B)(6) 2010, added the attachment for the clarification that the filter was placed jugular and it is still in the pt.